Manufacturer narrative:
The customer¿s stated issue of ¿residue behind the plastic portion that is screwed in on the device¿ was confirmed through visual inspection. Clean the device¿s by following the dfu. You can use a soft-bristle brush and 70% ipa to scrub the contaminated area (just be sure this is a different brush than the ones dedicated to cleaning the iui connector on the side of the pca). Another option is to use a cleaner on the approved list (attached). However, if that doesn't work and they are heavily soiled, we recommend you replace the pca. For the pca, disassembling the handle and door is the only way to get into the specified area and clean contamination between the pca handle/door/lock assemblies. These devices were in use during treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported a residue behind the plastic portion that is screwed in on the device. This issue was discovered approximately a month ago. The devices appear to be functioning normally, and the only issue appears to be the residual liquid that is hard to remove.